Event description:
The customer reported a falsely depressed sodium result for a patient sample when running on the alinity c processing module. The following data was provided (customer's normal range: 136-145 mmol/l): sid (B)(6). Initial sodium result: 105 mmol/l; repeat result: 140 mmol/l . There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier (B)(6) (sid exceeded the character spaces allowed in field.) All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely depressed sodium, potassium, and/or chloride results included a search for similar complaints, review of the complaint text, trending data review, labeling review, and field service review. Return testing was not completed as returns were not available. The instrument service history review determined that there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c ict sample diluent did not identify any trends. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent was identified.